Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs. The sutures broke during knot advancement. The pt ultimately went to manual compression. A hematoma which had formed during the procedure enlarged to football size during manual compression. The pt was taken for surgical evacuation of the hematoma and was doing fine. The subject device was returned to the MFR for evaluation. Review of lot mfg records revealed no relevant deviations. Inspection of the returned device revealed no design or mfg defects. The suture was not returned with the device. However, inspection records of tensile strength testing of the suture lot yielded a 7.19 lbf average from fourteen samples tested. The minimum specification for suture tensile strength is 6 lbf. No root cause of the event could be determined from the available info.